Event description:
During a remote follow-up, low pacing impedance was observed on the left ventricular (lv) lead. Insulation damage of the lv lead was suspected, but was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.